Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous posterior spinal fusion at t8-l2 due to t11 fracture dislocation (3a3b). Post-operative wound infection occurred and as a result the screw on the right side became loose. The patient underwent revision surgery for removal of the screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.